Event description:
A report was received that the patient's ipg was half flipped. Physical examination revealed tenderness in the epigastric and right upper area. The patient will undergo a revision to make sure that the ipg does not flip again.

Event description:
A report was received that the patient's ipg was half flipped. Physical examination revealed tenderness in the epigastric and right upper area. The patient will undergo a revision to make sure that the ipg does not flip again.

Manufacturer narrative:
Additional information was received that the patient had charging difficulties that led to the discovery of the ipg being flipped. The tenderness in the epigastric and right upper areas were not device related. The patient underwent ipg replacement per physician's preference as the ipg was in hibernation. There was no device malfunction suspected. The patient was reportedly doing well after the procedure.